Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review (shr) revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported constant upstream occlusion which were verified through a review of the event history log by the presence of "upstream occlusion". Evaluation found the cause to be an out of specification upstream sensor calibration reading. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant upstream occlusion during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available